Event description:
It was reported that the patient went in for a pump refill. The hcp extracted approximately 14 ml of baclofen. The expected volume was 2 ml. The patient was more spastic due to the event. Per hcp, the pump was implanted 9 years ago. The pump was replaced. It was noted there was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump motor revealed feed thru anomaly. Analysis of the pumphead revealed s1 with pump tube crack.